Manufacturer narrative:
Additional manufacturer narrative: DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and /or device component issues that may have contributed to the reported complaint is unable to be performed. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Attempts to receive the device were unsuccessful. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx23mm implanted in aortic position was explanted from a 63 year old patient after an implant duration of 1 month and 22 days for unknown reason. Another tissue valve was implanted in replacement. As per the implant data card (idc) received, patient was in recovery after the procedure. No other information was able to be obtained from the customer.

Manufacturer narrative:
Added information to section b5. The patient outcome was updated; however, subsequent follow-up revealed that it was not related to the use of the device.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx23mm implanted in aortic position was explanted from a 63 year old patient after an implant duration of 1 month and 22 days for unknown reason. Another tissue valve was implanted in replacement. As per the implant data card (idc) received, patient was in recovery after the procedure. Unfortunately, the patient passed away 28 days after reintervention. Per provided information, the death was not related to the use of the valve.